Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Should the device become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "during pkr surgery approaching final implantation. Doctor needed/asked for a left medial/right lateral #1-8mm insert. When opened, doctor realized it was actually a right medial/left lateral #1-12mm insert. Implant was never attempted to be implanted."